Manufacturer narrative:
The lead was returned following explant due to infection. Visual examination found no malfunctions.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had eroded through the skin. The ICD system was explanted successfully. The patient was stable following procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.